Event description:
It was reported that when removing a bd perisafe plus¿ peridural-set, the end of catheter was broken.

Manufacturer narrative:
Investigation: multiple follow ups were made to supplier -teleflex to check on investigation status: supplier has not provided investigation report to date. Complaint will be sent to closure as no further action is required at this time. Complaint will be updated if investigation report becomes available at a later date.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when removing a bd perisafe plus¿ peridural-set, the end of catheter was broken.